Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts lifted in the first distal row of the stent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified first right posterolateral segment (rpl). A 2.50x12 synergy drug-eluting stent was advanced to treat the target lesion. However, the device failed to cross the lesion due to the distal part of the stent being lifted up. The procedure was completed with a 2.5-12 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified first right posterolateral segment (rpl). A 2.50x12 synergy drug-eluting stent was advanced to treat the target lesion. However, the device failed to cross the lesion due to the distal part of the stent being lifted up. The procedure was completed with a 2.5-12 non-bsc stent. No patient complications were reported and the patient's status was good.